Manufacturer narrative:
Device eval by manufacturer: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14aug2024. It was reported that balloon leak occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon was inflated to 6 atmospheres and kept losing pressure. The device was removed without any problem, and outside the body the balloon was tested and revealed a leak without any visible damage. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. However, device analysis revealed a pinhole 5mm from the tip.